Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Concomitant products included levonorgestrel (mirena) since (B)(6) 2015. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), candida infection ("infection (bladder/ urinary tract/vaginal) type: uti/yeast (candida),"), anxiety ("psychological or psychiatric problems condition: anxiety"), feeling abnormal ("psychological or psychiatric problems condition: brain fog"), depression ("psychological or psychiatric problems condition: depression"), mood swings ("psychological or psychiatric problems condition: mood swings"), acne ("rashes or skin conditions type: acne"), urticaria ("rashes or skin conditions type: hives"), rash ("rashes or skin conditions: rash"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant) and tooth disorder ("dental problems") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (surgical removal of coil(s) - salpingetomy, hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, candida infection, anxiety, feeling abnormal, depression, mood swings, acne, urticaria, rash, migraine, headache, allergy to metals, weight decreased, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, candida infection, depression, dysmenorrhoea, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion date - (B)(6) 2013 in initial follow-up document and (B)(6) 2012 in the pfs and mr. Discrepancy noted in explant date: initially given was (B)(6) 2013, but in current pfs (B)(6) 2014 was given. Patient received treatment for: pain, bleeding, allergy and other injuries/symptoms. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Following events- "abdominal pain, general abnormal bleeding and dental problems", reporter added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Concomitant products included levonorgestrel (mirena) since (B)(6) 2015. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal candidiasis ("infection (bladder/ urinary tract/vaginal) type: uti/yeast (candida),"), anxiety ("psychological or psychiatric problems condition: anxiety"), feeling abnormal ("psychological or psychiatric problems condition: brain fog"), depression ("psychological or psychiatric problems condition: depression"), mood swings ("psychological or psychiatric problems condition: mood swings"), acne ("rashes or skin conditions type: acne"), urticaria ("rashes or skin conditions type: acne"), rash ("rashes or skin conditions: rash"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") and alopecia ("hair loss") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (surgical removal of coil(s) - salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal candidiasis, anxiety, feeling abnormal, depression, mood swings, acne, urticaria, rash, migraine, headache, dysmenorrhoea, allergy to metals, weight decreased and alopecia outcome was unknown. The reporter considered acne, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal candidiasis and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion date - (B)(6) 2013 in initial follow-up document and aug 2012 in the pfs and mr. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti/yeast (candida), psychological or psychiatric problems condition: anxiety/brain fog/ depression/ mood swings , rashes or skin conditions type: acne/hives/rash, migraines / headaches, dysmenorrhea (cramping), nickel allergy, pain, weight gain / loss specify which one: weight loss, hair loss were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.